Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during an angioplasty procedure in an av graft, the pta balloon allegedly ruptured, and sequentially had issues retracting through the sheath. The balloon and sheath were removed together as one unit. Another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in an av graft, the pta balloon allegedly ruptured, and sequentially had issues retracting through the sheath. The balloon and sheath were removed together as one unit. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was returned for evaluation. An inflation attempt was made and water was seen exiting the device from a longitudinal balloon rupture. Therefore, the investigation is confirmed for a longitudinal rupture. However, the investigation is inconclusive for the reported retraction issue as there were no signs of retraction issues on the returned device, and as the device was unable to be functionally tested due to the rupture. It is possible that a rupture could have resulted in the retraction issues through the sheath. However, the definitive root cause for the identified rupture or reported retraction issues could not be determined based on the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date 7/2021)